Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can be presumed that it was due to device being unable to be reprocessed. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was reported to olympus that during an annual inspection, the evis exera ii duodenovideoscope was found to have foreign material attached to the forceps elevator. The inspection of the device could not determine how or when the foreign material became attached and root cause cannot be determined at this time. In addition to the reported in b5, the device evaluation found the following: due to a cut on the bending section cover rubber the water tightness was lost, the nozzle was deformed, the plastic distal end cover had a scratch, the adhesive on the bending section cover rubber was detached, the connecting tube had a buckling, low angulation, the angulation knobs had play, the control unit had a scratch, the grip had a scratch, the suction cover had a dent, and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned to olympus for an annual inspection. The device evaluation and found that the forceps elevator had foreign material attached. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.